Manufacturer narrative:
(Impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to two wallflex fully covered biliary stents and a dreamwire used in the same patient and procedure. It was reported to boston scientific corporation that the two wallflex fully covered biliary stents and a dreamwire were used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, stone removal, and stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous. During the procedure, the first wallflex biliary stent (the subject of MFR. Report # 3005099803-2023-02837) was deployed; however, there was difficulty in removing the delivery system. Subsequently, the stent and the guidewire were removed along with the delivery system. A second wallflex biliary stent (the subject of this report) was deployed; however, the same problem occurred. Reportedly, the guidewire was kinked. The procedure was canceled and rescheduled on (B)(6) 2023 due to device availability. There were no patient complications reported as a result of this event.